Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the last couple of days her blood glucose had been between 300 to 400 without eating. The customer did not provide the symptoms regarding high blood glucose. The customer declined troubleshooting for high blood glucose level and stated that is part of being diabetic. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.